Event description:
The patient further reported that medical investigations have identified the palsy as being due to a head injury from seizure activity and not the vns. No surgical intervention has occurred to date.

Manufacturer narrative:
B5, describe event or problem, corrected data: initial report inadvertently submitted without statement stating no surgical intervention has occurred to date. H6, type of investigation, corrected data: initial report inadvertently did not include code b20, which should have been coded as the device was not accessible for testing as it implanted.

Event description:
It was reported the patient has been diagnosed with vocal cord paralysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.